Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 46 mg/dl. The customer did a dual wave bolus and received insulin immediately. The customer states she was unable to eat carbs. The customer was treated for the low blood glucose with glucose tablets and cheese. The customer inquired how to cancel bolus. The customer declined troubleshooting for low readings. The product was not returned for analysis.